Manufacturer narrative:
Updated section h6 component code), h6 (investigation findings) and h6 (investigations conclusions). Based on the product evaluation, the report of balloon was noticed broken was confirmed. Balloon did not inflate due to leakage from a tear at proximal balloon bonding site. The tear size was approximately 0.5mm in length. The edges of tear appeared to match up. All through lumens were patent without any leakage or occlusion. No visible damage or abnormality was observed from catheter body or returned syringe. It could be concluded that a possible cause of the reported inaccurate values could be related to the balloon condition. Based on further investigation into the balloon issue, corrective actions have been initiated in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint.

Manufacturer narrative:
Based on further information received, the event description was updated to: as reported, when pulling out this swan ganz catheter since it did not provide correct wedge pressure even if it was already very distal in the pulmonary artery, the balloon was noticed broken. The device was replaced with a new unit. There was no allegation of patient injury. The information was inadvertently omitted from the earlier report but it does not change the event, outcome, or conclusions previously submitted.

Manufacturer narrative:
The product was returned for analysis; however, it has not yet been evaluated. Upon the evaluation of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this swan ganz catheter pressure measurements were inconsistent. The catheter was pulled out and the balloon was defective. The device was replaced with a new unit. There was no allegation of patient injury. Patient demographics were requested and unable to be obtained.